Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had low blood glucose. The customer's blood glucose level was 34.2 mg/dl. Customer treated low blood glucose by drinking 2 glasses of orange juice. Customer also did receive calibration not accepted and change sensor. Explained alert and possible causes. First calibration attempted was blood glucose 246.6mg/dl mg/dl. Second calibration attempted was blood glucose 279 mg/dl. The customer did have unexplained low blood glucose and yet insulin pump did not suspend. The customer was advised that the sensor would be replaced. The product will not be returned for analysis.